Event description:
The iab was inserted into the pt on 10/5/96. On 10/6/96, the "leak in iab" alarm sounded from the pump and 10 minutes later blood was noted in the tubing. On 10/23/96, co was notified as a result of the event, the pt's blood pressure dropped and the pt went into cardiogenic shock. The pt went on to expire on 10/6/96. The iab was not returned to co for eval. The iab was discarded by the facility. (Event complications: unk rpt'd 10/11; drop in blood pressure/expired rpt'd 10/23/96). Pt's current status: expired rpt'd 10/23/96.